Manufacturer narrative:
Correction: section d4, the serial number of the right ventricular (rv) lead should have been (B)(6), rather than (B)(6).

Manufacturer narrative:
The reported events of lead insulation damage and low pacing impedance were confirmed. A complete lead was returned in one piece. Electrical testing found internal shorting. Visual inspection found the lead was compressed due to overtightened suture. Dissection of the lead found the inner insulation was also damaged in this location. The cause of the reported events was due to overtighten of the suture.

Event description:
It was reported that the patient presented for an implant procedure. After the procedure was completed and the device pocket was closed, low pacing impedance was noted on both the right ventricular (rv) and right atrial (ra) leads. The device pocket was subsequently reopened, and both the ra and rv leads were explanted and replaced. During the explant procedure, the ra and rv leads were both tested with a patient system analyzer (psa) in bipolar and unipolar configurations, insulation damage was observed on both leads near the suture site. The patient remained stable throughout the procedure.